Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - triclip japan pas, patient site: (B)(6) - ((B)(6)). It was reported that on (B)(6) 2026, a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 4. The patient had a history of atrial fibrillation, a prior mitral valve intervention, chronic obstructive pulmonary disease, and renal disease. Three clips were successfully implanted, reducing tr to a grade of 2. On (B)(6) 2026, worsening heart failure and respiratory status were observed. Imaging showed that one of the implanted clip had a shallow leaflet grasp. The clip remained attached to both leaflets. Catecholamine was administered. The patient was reintubated and under mechanical ventilation.

Event description:
Clinical information: crd_1098 - triclip japan pas, patient site (B)(6) - (B)(4) .it was reported that on (B)(6)2026, a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 4. The patient had a history of atrial fibrillation, a prior mitral valve intervention, chronic obstructive pulmonary disease, and renal disease. Three clips were successfully implanted, reducing tr to a grade of 2. On (B)(6)2026, worsening heart failure and respiratory status were observed. Imaging showed that one of the implanted clip had a shallow leaflet grasp. The clip remained attached to both leaflets. Catecholamine was administered. The patient was reintubated and under mechanical ventilation.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported partial clip movement could not be conclusively determined. The cause of the recurrent tricuspid valve regurgitation (tr) and heart failure appear to be cascading effects of the reported partial clip movement. The cause of the reported respiratory failure could not be conclusively determined. The reported patient effects of tr, heart failure, and respiratory failure are known possible complications associated with triclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.